Manufacturer narrative:
The following fields were updated due to additional information: medical device brand name: bd extension set 40 bar line catalog: pa-10-g UDI# (B)(4). A pa-10-g product was not available for investigation; however the customer confirmed that the complaint sample was from lot ts220421. The customer indicates that they were unable to prime the extension line; however no further information or photographs were available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ts220421 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Furthermore testing of retained samples from the reported lot did not replicate any similar failures. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the pa-10-g product.

Event description:
It was reported that the bd extension set 40 bar line was occluded during the infusion. This occurred with 2 sets. The following information was provided by the initial reporter, translated from french: "incident: "the problem occurred this morning during the placement of a peripheral venous line independently in 2 children. After infusing the child with the catheter, I screwed a bd pressure line onto it and then a non-sterile vacutainer in order to do a blood test. The connection would never purge. I changed the tube, then the vacutainer without success, so I changed the infusion line. My catheter was well in the vein, it was the infusion lines that were blocked. Once unscrewed I tried to purge them with a saline syringe without success".

Event description:
It was reported that the unspecified bd¿ infusion set line was occluded during the infusion. This occurred with 2 sets. The following information was provided by the initial reporter, translated from french: "incident: "the problem occurred this morning during the placement of a peripheral venous line independently in 2 children. After infusing the child with the catheter, I screwed a bd pressure line onto it and then a non-sterile vacutainer in order to do a blood test. The connection would never purge. I changed the tube, then the vacutainer without success, so I changed the infusion line. My catheter was well in the vein, it was the infusion lines that were blocked. Once unscrewed I tried to purge them with a saline syringe without success"."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. The reported lot# ts220421 could not be found for any corresponding material# pertaining the reported event. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.